Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Customer alleged "black stuff coming out of device while grafting". Additional info received (B)(4) 2011. Customer noticed "black stuff coming out of the rotating mechanism after cleaning the device. No secondary graft was needed as a result.